Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not known at this time. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: further information received for this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on the additional investigational information. Additional information provided by the customer indicated that there were 14 occurrences of wbc contamination, however, the wbc counts for all 9 events were below the 5.0x10^6 threshold. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have been escaping the leukoreduction system chamber along with the platelets during the collection. Based on the available information, it is possible that the leukoreduction failure may be donor related.